Manufacturer narrative:
The report received from the affiliate indicated that pta was being performed of a lesion with 99% instent proximal edge restenosis of an unknown smart control stent (catalog and lot numbers unknown) with heavy calcification and mild vessel tortuosity that was placed 12 months prior in the superficial femoral artery. After the pre-dilatation was conducted with unknown balloon catheter, a smart control was delivered to the target lesion through a 6f sheathless pv catheter (asahi (B)(4)). Just before the stent deployment, the stent position seemed to be incorrect under the fluoroscopy and some gap was noticed with the distal marker of outer sheath. Therefore, the sds was removed from the patient. Another product was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Upon receipt of the device, it was almost separated in two pieces. One non-sterile smart control, iliac 7x40 cm was received coiled inside two plastic bags. The outer body was found almost separated at 3.3 cm from ID band. One kink was detected at 0.6 cm form distal end. The tip was found un-cannulated. No other damages were noticed. Sem results showed that the body external surface presented evidence of elongation and scratching at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of twisting and wall reduction. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip out of position was confirmed. The exact cause of this failure could not be conclusively determined; however it could be related to de damage found in the outer body. The failure sds cracked was confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. During manufacturing process there are controls to detect these kinds of tip and sds damages "100% inspection. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore no actions will be taken. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The failure sds cracked was confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure.

Manufacturer narrative:
One non-sterile smart control, iliac 7x40 cm was received coiled inside two plastic bags. The outer body was found almost separated at 3.3 cm from ID band. One kink was detected at 0.6 cm form distal end. The tip was found un-cannulated. No other damages were noticed. Sem results showed that the body external surface presented evidence of elongation and scratching at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of twisting and wall reduction. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip out of position was confirmed. The exact cause of this failure could not be conclusively determined; however it could be related to de damage found in the outer body. The failure sds cracked was confirmed. The exact cause of the reported failure could not be conclusively determined; however it is likely procedural factors could contribute to the experienced failure. During manufacturing process there are controls to detect these kinds of tip and sds damages. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00932 and 9616099-2011-00896. Please note that this statement was inadvertently not included in the initial report.

Event description:
The report received from the affiliate indicated that pta was being performed of a lesion with 99% instent proximal edge restenosis of an unknown smart control stent (catalog and lot numbers unknown) with heavy calcification and mild vessel tortuosity that was placed 12 months prior in the superficial femoral artery. After the pre-dilatation was conducted with unknown balloon catheter, a smart control (complaint product) was delivered to the target lesion through a 6f sheathless pv catheter (asahi intecc). Just before the stent deployment, the stent position seemed to be incorrect under the fluoroscopy and some gap was noticed with the distal marker of outer sheath. Therefore, the sds was removed from the patient. Another product (different size, lot unknown) was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There will be product return. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Upon receipt of the device, it was almost separated in two pieces. Additional details are not available.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.